Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: the incident occurred over the weekend and was reported early the following week. It was not possible to obtain product information such as batch and expiry date, nor information on the patient with whom the incident occurred. According to the nursing report, the catheter is unwieldy and coarse, which caused it to bend and break open at the tip. The patient was not harmed and the procedure was performed with a device with the same characteristics.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed from the provided photograph. The photo showed a 20g insyte autoguard unit with the needle protruding through the catheter tubing near the tip. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.